Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted as it recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence indicating that data analysis was performed for this device before the explant procedure. This device was successfully replaced. No additional adverse patient effects.